Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained hyperglycemia with a highest cgm reading of 300 mg/dl while using an infusion set on the abdomen with a g7 cgm; the parent removed the infusion set, noted the cannula was not bent, administered insulin by subcutaneous pen, and disconnected the ilet pump for two hours, with the specific cause remaining unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s parent and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component and an undefined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.